Manufacturer narrative:
Patient country: united arab emirates, (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia. The patient stated that the high bg event was due to a bent cannula. The infusion set was in use for 24 hours. The blood glucose level was above 400 at the time of event and the patient got treated with intravenous insulin. No further information available.